Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-04533/-04534).

Event description:
Patient¿s legal counsel reported that patient underwent a right total hip arthroplasty on (B)(6) 2002, in which the m2a hip system was implanted. Subsequently, patient underwent a revision procedure on (B)(6) 2009, due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion and elevated metal ion levels. Lawsuit alleges osteolytic debris and osteolytic material with dark metal staining was noted during revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-04533/-04534 and -07159).

Event description:
Patient's legal counsel reported that patient underwent a right total hip arthroplasty on (B)(6) 2002 in which the m2a hip system was implanted. Subsequently, patient underwent a revision procedure on (B)(6) 2009 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, and elevated metal ion levels. Lawsuit alleges osteolytic debris and osteolytic material with dark metal staining during revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient operative (op) notes reports patient was revised due to osteolysis of the right hip with greater trochanteric fracture. Revision op notes report fibrous debris, which appeared to be old blood and osteolytic material with dark metal staining in the synovial cavity. Revision op report further notes bone loss surrounding the acetabular component, an osteolytic lesion in the proximal femur, and osteolytic debris filling the entire joint. The modular head and liner were removed and replaced. The shell was removed and replaced with a competitor component.